Event description:
Philips received a complaint on the heartstart xl+ defibrillator indicating that there was a problem during daily test. The rse evaluated the device remotely. It was determined that the problem during daily test was due to a malfunction of the charging capacitor. The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). Philips has made the decision to discontinue the heartstart xl+ monitor/defibrillator, which has reached the end of its product life cycle. The last date of shipment for the heartstart xl+ was october, 2017. The end of life (eol) is scheduled globally to end 12/31/2022, where the end of support (eos) period will then begin. The device remains at the customer site and no further evaluation is warranted at this time.